Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the distal left circumflex. When attempting to pre-dilate the lesion with a non-abbott balloon catheter, it was noted it was partially sucking up normal saline contrast and water was leaking from the indeflator within the pressure gauge. The indeflator was exchanged for a new one to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.